Event description:
Boston scientific received information that at a routine follow-up this left ventricular pacing lead exhibited high out of range pacing impedance measurements and loss of capture (loc). Prior to the follow-up, the patient had undergone a coronary artery bypass procedure for left main disease. There was concern the lead had fractured. The lead was capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.